Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date; product ID 20 millimeter (mm) sapien s3 (sn: unknown); product type: 0195-heart valves; implant date (B)(6) 2025; section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-23 (serial: unknown); product type: 0195-heart valves; implant date (B)(6) 2025; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolut fx valve, several issues occurred. There was a paddle hang up, as the customer reached the end of travel with the delivery catheter system (dcs), but the paddle did not detach. A second valve implantation is known to increase risk for the patient. The situation was resolved by implanting a non-medtronic transcatheter valve. The patient received a pacemaker due to manipulation during the procedure. There was prolonged fluoroscopy time and contrast use, and the valve was noted to be floating in the ascending aorta added additional risk to the patient. The patient outcome was reported as alive with injury.

Manufacturer narrative:
Image review: pre-implant computed tomography (CT) imaging provided from (B)(6) 2025. Aortic valve appears to be trileaflet with minimal calcification seen on av leaflets. Annulus perimeter is 59.8 mm with a perimeter derived diameter of 19.0 mm suggesting a 23 mm evolut. Annulus was measured in unlabeled diastolic phase. No systolic phases provided - please note, systole may yield a larger aortic annulus measurement. The sinus of valsalva (sov) minimum diameter (rcc) was less than the recommended diameter of 25 mm, however the mean diameter was 25.7 mm which aligns with the evolut sizing matrix. The sinus heights are within the recommended ranges. Aortic root angulation is 56°. Intraprocedural fluoroscopic images were provided for review. Fluoroscopy valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implantation. The valve was deployed just prior to the point of no recapture and depth assessment was performed. Valve depth during deployment was approximately 3mm on the non-coronary cusp in the cusp overlap view, and 4-5mm on the left coronary cusp in the lao view. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. In this case, the depth was deemed acceptable, and the valve was released. Evidence shows that during the final release of the evolut, one of the paddles remained stuck to the delivery catheter system after full expansion of the valve. This is not an uncommon occurrence and per medtronic best practices, if paddle hang up occurs: gently adjust the delivery catheter system or guidewire to free the paddle from spindle, taking care to avoid valve dislodgment. If the delivery catheter system or guidewire adjustment is unable to resolve paddle hang up, then slowly advance the capsule to push the paddle off the spindle (turn delivery system knob in the opposite direction of deployment to advance capsule). However, the paddle remained attached and during removal of the delivery catheter system the valve dislodged aortic. Consequently, the dislodged valve was snared above the sinotubular junction, and a non-medtronic system was advanced. The non-medtronic valve was successfully implanted. As stated in the IFU, potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. D. Suspect medical device: expiration date; lot #; full UDI # h4. Device mfg date. Corrected data: d. Suspect medical device 6a. Implanted date and 6b. Explanted date; the aforementioned information was erroneously included in the initial report submission even though it is a non-implantable device. The initial report was submitted without clearly indicating the medtronic valve was a system reported device: medtronic product brand name: tav evfxplus-23; product ID: evfxplus-23 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date: not explanted, valve was replaced by a non-medtronic valve and is inactive within the patient. Manufactured date: 2024-10-10; use by date: 2026-10-10; UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolut fx valve, several issues occurred. There was a paddle hang up, as the customer reached the end of travel with the delivery catheter system (dcs), but the paddle did not detach.a second valve implantation is known to increase risk for the patient. The situation was resolved by implanting a non-medtronic transcatheter valve (20 millimeter (mm) sapien s3). The patient received a pacemaker due to manipulation during the procedure. There was prolonged fluoroscopy time and contrast use, and the valve was noted to be floating in the ascending aorta added additional risk to the patient. The patient outcome was reported as alive with injury. Additional information was received to report the valve was snared to the ascending aorta, but would easily move down to the top of the sinotubular junction with any contact made to it. Once the non-medtronic valve was implanted, the physician believed the medtronic valve "would hold" and was "ok where it was in the lower ascending aorta due to the tightness of the vessel".